Event description:
It was reported when using the bd tube pms plh 13x75 3.0 slbl lim ce customer states that problem with the filling of barricor tubes. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: on 29/06, we received an e-mail from the emergency department alerting us to a problem with the filling of barricor tubes. It seems that these tubes are not filling up to the mark. The expiration date is november 2023, batch number: 2192117. However, this is not the only department to send us tubes that are insufficiently filled. We have at least 4 non-conformities on our quality management software with departments such as geriatrics, pediatrics and cardiology. If there's no reaction to this batch of tubes, couldn't we consider raising awareness of good practice in the departments, and working with them to find out why the tubes aren't being filled correctly?

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Medical device lot #2192117.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube pms plh 13x75 3.0 slbl lim ce customer states that problem with the filling of barricor tubes. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: on (B)(6), we received an e-mail from the emergency department alerting us to a problem with the filling of barricor tubes. It seems that these tubes are not filling up to the mark. The expiration date is november 2023, batch number: 2192117. However, this is not the only department to send us tubes that are insufficiently filled. We have at least 4 non-conformities on our quality management software with departments such as geriatrics, pediatrics and cardiology.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube pms plh 13x75 3.0 slbl lim ce customer states that problem with the filling of barricor tubes. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: on 29/06, we received an e-mail from the emergency department alerting us to a problem with the filling of barricor tubes. It seems that these tubes are not filling up to the mark. The expiration date is november 2023, batch number: 2192117. However, this is not the only department to send us tubes that are insufficiently filled. We have at least 4 non-conformities on our quality management software with departments such as geriatrics, pediatrics and cardiology.